Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump touchscreen was intermittently unresponsive to presses. The customer's blood glucose was not impacted. At the time of the report, the touchscreen was responsive to touch and functioning as intended.